Manufacturer narrative:
The insulin pump was monitored and inspected. The test reservoir locked properly inside the reservoir tube. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that despite rewinding her husband's insulin pump three times the reservoir would not rewind all the way down; the reservoir did not fit inside of the reservoir compartment all the way. The insulin pump was inspected and there was no physical damage located anywhere on the insulin pump. The insulin pump will be returned and replaced.